Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A visual inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Customer complaint cannot be confirmed, based only on the info provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code ((B)(4): nebulizer adaptor 033, sterile, japanese) available at the facility nor is being manufactured at the time; however, regarding other customer complaints from this same issue, a CAPA file # (B)(4) was opened to perform a further investigation for this issue. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges not being able to connect the adaptor to the flowmeter. No pt injury reported.

Manufacturer narrative:
(B)(4). The device history record (DHR) of the product 031-33j with batch number 74c1503150 has been reviewed and no issues or discrepancies were found which could potentially relate to the complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges not being able to connect the adaptor to the flowmeter. No patient injury reported.